Event description:
My doctor recently switched me from johnson & johnson 1-day acuvue lens to johnson & johnson 1-day acuvue moist lens. Shortly after starting the new moist lens, I began having headaches and severe eye pain. I returned to my doctor for help. He decided to give me a sample pack of 1-day acuvue moist lens to try - lot # (B)(4). The pain did not return while wearing the sample pack lens. This seems to suggest that the lenses are defective and that the pain is not associated to switching to the moist brand. Dates of use: (B)(6) 2012. Reason for use: myopia, near-sightedness, diagnostic code 367.1. Event abated after use stopped or dose reduced: yes.